Event description:
It was reported that 100 bd ultra-fine¿ iii pen needles experienced incorrect label information. The following information was provided by the initial reporter: shelf carton and pouch has bd ultra-fine tm iii brand name. However, tear drop label mentions bd micro-fine+, penta point technology. Also lot no of pn is different than the lot no printed on pouch and expiry date of pn is different than the expiry date printed on pouch.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: an invalid lot # of 9106638 was provided by the initial reporter. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 100 bd ultra-fine¿ iii pen needles experienced incorrect label information. The following information was provided by the initial reporter: shelf carton and pouch has bd ultra-finetm iii brand name. However, tear drop label mentions bd micro-fine+, penta point technology. Also lot no of pn is different than the lot no printed on pouch and expiry date of pn is different than the expiry date printed on pouch.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10-mar-2022. The following field was updated due to corrected information: d.4. Medical device lot #: 9106638. D.4. Medical device expiration date: 30-apr-2023. H.4. Device manufacture date: 15-apr-2019. H.6. Investigation: there are 1 pen needle box and 3 photographs received from the customer along with the reported complaint of mixed product. The investigating team has used the retention samples of mat. No. 320179 and lot no. 9106638 for investigating the reported defect. The investigation and simulation were carried out on 50 retention samples where the investigating team has visually tested the samples for mixed product and no mixed product was found in the 50 retention samples. Based on the photograph the defect is confirmed. Upon further investigation it was found that the lot number 9106638 has not been received in bd bawal. Since bd bawal is an internal customer of pen needle, the pen needle is imported from bd ireland for repacking. As this lot is not received in the plant on sap incoming inspection, bd bawal has raised a scar to bd ireland on the same. H3 other text : see h.10.